Event description:
At about 1 year and 9 months from the primary, the patient came in due to excessive fluid on his knee and the cause is unknown. The surgeon revised the patient`s natural patella to a competitor implant, and revised the 14mm insert to a 17mm insert at his discretion. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 march 2026 gmk-spherika 02.12.e0514fr gmk-sphere tibial insert e-cross - flex 5r - 14mm (k202022) lot 2247406: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 28-mar-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.